Event description:
It was reported the holster was not working. Customer blood glucose was 421 mg/dl. Holster was being replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.